Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips returned. Vial contain test strips from multiple vials; unable to test. Most likely underlying root cause: mlc-101- user used the wrong strip. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the trueresult meter.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 25 mg/dl. Customer obtained the result of 25 mg/dl twice. Customer stated she had changed the battery and still obtained same result. The customer's expected fasting blood glucose test result is 220 mg/dl. At the time of the call the customer reported feeling tired and believed it was due to her diabetes. Customer did not need medical attention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is one month. Test strips are part of confirmed recall. The meter memory was reviewed for previous test result history: (B)(6). Customer states that the meter will only give a results of 25 mg/dl customer change the battery and still getting the 25 mg/dl fasting. Customer states that she was having symptoms, customer was tired. Customer states that her normal glucose range is 220 mg/dl fasting. Customer test two times a day and got the low results of 25 mg/dl.